Event description:
It was reported an error with use of custom concentration programming. At 0519, while the patient was in the emergency department, fentanyl was initially programmed as: [drug amount] 50mcg, [diluent volume] 250ml, [concentration 0.2mcg/ml], to run at 50mcg/hour (250 ml/hr.). The patient arrived in the cardiac care unit (ccu) room at 0605 on (B)(6). 2023 with a blood pressure of 102/51. The fentanyl drip was on "pause" on arrival to ccu. The nurse practitioner reportedly asked the rn to restart fentanyl drip. The rn "restored" the drip and immediately saw that the rate was at "250ml/hr." The rn turned drip off immediately. Per report, at 0520 fentanyl infusion was charted running at 50mcg/hr. At 0525, 0mcg/hr. Is charted. Blood pressure reportedly dropped to 60/33 at 0536. At 0719, the infusion was reprogrammed using the correct parameters: fentanyl [drug amount] 2500mcg, [diluent volume] 250ml, [concentration 10mcg/ml], to run at 50 mcg/hour (5 ml/hr.). This is reportedly the hospital's standard concentration for fentanyl (10mcg/ml). The customer reported that there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported an error with use of custom concentration programming. At 0519, while the patient was in the emergency department, fentanyl was initially programmed as: [drug amount] 50mcg, [diluent volume] 250ml, [concentration 0.2mcg/ml], to run at 50mcg/hour (250 ml/hr.). The patient arrived in the cardiac care unit (ccu) room at 0605 on (B)(6)2023 with a blood pressure of 102/51. The fentanyl drip was on "pause" on arrival to ccu. The nurse practitioner reportedly asked the rn to restart fentanyl drip. The rn "restored" the drip and immediately saw that the rate was at "250ml/hr." The rn turned drip off immediately. Per report, at 0520 fentanyl infusion was charted running at 50mcg/hr. At 0525, 0mcg/hr. Is charted. Blood pressure reportedly dropped to 60/33 at 0536. At 0719, the infusion was reprogrammed using the correct parameters: fentanyl [drug amount] 2500mcg, [diluent volume] 250ml, [concentration 10mcg/ml], to run at 50 mcg/hour (5 ml/hr.). This is reportedly the hospital's standard concentration for fentanyl (10mcg/ml). The customer reported that there was no patient harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, additional information : device eval by manufacturer? , reason code for no evaluation, if other specify, imdrf annex a,g,b,c,d codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.